Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms on their insulin pump. Customer's blood glucose level at the time was 198mg/dl. Troubleshooting was conducted. Customer was advised to monitor issues and call back if he runs into more issues. The customer was not able to troubleshoot at the time of call. The customer was advised to call back when they received no delivery alarms, in order to troubleshoot. The customer states they had a hospitalization for high blood glucose. The customer's blood glucose at the time of hospitalization was 500mg/dl. The customer states they treated the high levels with an IV and the insulin pump.